Event description:
The surgeon reported that the patient hit her head over the implant site in june 2006. The pain she reported at the time dissapated within a week. The patient did not wear her external equipment over the summer holidays. She reportedly visited the implant center. At that time, she reported no auditory response or pain when each electrode was stimulated. Using the appropriate diagnostic equipment two months later, the implant center staff determined that the device was not functioning within manufacturer's specifications. Explantation/reimplantation is planned but no date has been reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.